Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing perception with the device got worse over time. The user was re-implanted.

Event description:
The user's hearing perception with the device got worse over time. The user was re-implanted on (B)(6) 2020. First fitting yielded great results.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. This is a final report.

Event description:
The user's hearing perception with the device is getting worse over time. No trauma has been reported. Despite requesting no information on next steps have been received.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Despite requested no further information on next steps have been received. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing perception with the device is getting worse over time.